Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, upon review of previous episodes, that the right atrial lead had exhibited noise and low impedance since (B)(6) 2018. On (B)(6) 2018, the patient presented for lead revision procedure and the lead was capped and replaced. The patient was stable throughout the procedure.